Manufacturer narrative:
Investigation ¿ evaluation: the ncircle tipless stone extractor was not returned for evaluation and no photographs were provided. Without the complaint device, a physical investigation was not able to be completed. A document based investigation was performed. A review of complaint history, the device history record, instructions for use, and quality control data was conducted. There is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was reviewed. One non-conformance was noted; however, it was unrelated to the reported failure mode. A review of complaint history revealed this is the only complaint associated with complaint device lot number 8061975. Based on the information available, a definitive root cause for the reported issue could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The area representative reported a right extracorporeal shock wave lithotripsy (eswl), cystoscopy, right ureteroscopy with stone basket extraction, and right stent placement procedure on a patient with renal stones and an ureteropelvic junction (upj) stone. As reported during the procedure, the ncircle tipless stone extractor was tested prior to use and then used to retrieve a stone. During use, the basket did not open properly. Another basket was opened and used to complete the procedure. No unintended part of the device remained inside the patient¿s body. No additional procedures were required due to this occurrence. There were no adverse effects to the patient as a result of this product issue.